Manufacturer narrative:
The device was returned for analysis. The reported loose or intermittent connection was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the reported loose or intermittent connection was unable to be confirmed during return analysis, it is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect and/or the port of the device being connected was compromised resulting in the reported loose/intermittent connection; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Fifteen sterile/unused devices were received. Sterile/unused devices were visually and functionally loose or intermittent connection tested with no anomalies noted to the sterile/unused devices. There is no indication of product quality issue. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 describe event or problem: updated.

Event description:
Subsequent to the initially filed report, it was reported that the issue occurred with a saline line which wasn't yet connected to another device. The side port connection of the rhv was defective. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the rotating hemostatic valve (rhv) would not lock with another line and just kept turning without locking. No other devices were in the connection port. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another rhv was used to complete the procedure. No additional information was provided.